Event description:
It was reported that an asymptomatic patient presented for a routine follow-up. The device went into bvvi after the nurse halt the cybersecurity fw upgrade. After multiple unsuccessful attempts, a device download was performed successfully with the original firmware version. The physician elected not to upgrade the device. The patient was stable and will be seen again for routine follow-up.